Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the joystick will not return to neutral after the forward command is pressed.